Manufacturer narrative:
The pump door was bent and the touch sreen was gouged.

Event description:
It was reported that the device has intermittent power. It would turn off by itself and it would also turn on without user activation. No adverse consequence was associated with the device.